Event description:
The iabp (intra-aortic balloon pump) shut down the pumping function and began alarming a 'massive gas leak' message. All attachments were checked and were found to be intact, and there was no blood in the line. The line was removed by the cardiologist, infusion of heparin discontinued, and pressure applied to the site. The helium tank was checked and found to be approximately 25% full. Shortly before this happened, the alarm said 'unable to update timing.' It remains unclear if this is related to this incident or not. The iabp machine was checked and no problems were identified to date.